Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported they had a image interruption followed by image failure involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.